Manufacturer narrative:
A photograph was provided and evaluated. The photo shows a single add-on set. There is an arrow pointing at one of the luer adaptors which appears to not be fully inserted into the trifurcated connector bond pocket. No other visible damage or anomalies can be seen. One used list#: 011-h3394, 30 cm (12") add-on set w/4 check valves, vented cap (lot#: 4967846) was received and visually inspected. As received, the luer adaptor identified in the photograph was manually separated from the trifurcated connector bond pocket with minimal force. Little to no solvent was present on the separated components. No other damage or anomalies were identified. The separated adaptor and trifurcated connector bond pocket were measured and found to meet design specifications. The reported complaint can be confirmed. The probable cause of the separation is due to an error during the manual assembly process. D9. Device was returned 2/16/2021.

Manufacturer narrative:
The device is expected to be returned for evaluation, but has not yet been received.

Event description:
The event involved 30 cm (12") add-on set w/4 check valves, vented cap. The reporter stated that the incident occurred in the oncology unit at the day hospital during patient infusion. Reportedly, when disconnecting a channel from 4 channels tree during connection of a chemotherapy bag (vincristine) the nurse¿s arm was contaminated by the cytotoxic. No clinical consequences reported for the healthcare professional and no need for medical intervention, only simple washing of contaminated skin surface was required. The chemotherapy leak was cleaned as per protocol by user facility. The patient¿s treatment was stopped and prepared again, and the therapy was completed after the bag was prepared again. There was no clinical consequences noted for a patient and no adverse outcome reported, however, there was a delay in the medical care.